Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had high blood glucose of 27 mmol/l and insulin pump had under delivery. The customer stated that, the retainer ring was missing. The customer stated that, there were no occlusion alarm but customer explain definitely not all insulin was delivered and there was a strong smell of insulin at the reservoir compartment and that in the past he had very frequent leaks at the insertion site no harm requiring medical intervention was reported. The reservoir will not be returned for analysis.